Event description:
It was reported that the patient was initially implanted with the pump the tuesday prior to the report following a successful trial. Beginning saturday night the patient had hallucinations, went to bed, and then woke up fine. The patient then started having hallucinations sunday night and woke up on the day of the report still with hallucination. The caller stated that the patient was on a very low dose. The device system was used to deliver lioresal 250mcg/ml at 12mcg/day. It was later reported that the patient's healthcare provider (hcp) recommended that the patient stop her oral baclofen. The reporter thought this was a possible reason for the hallucinations. The patient was currently on her way to the emergency room (ER) where the plan was to program the pump to minimum rate mode and restart oral medication to see of the hallucinations would subside. It was later reported that the hallucinations were determined to have been due to completely stopping the patient's oral baclofen. The patient's oral baclofen was resumed and the hallucinations stopped. The patient was reported to have been fine with no further issues per the patient's neurosurgeon.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter. (B)(4).